Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was initially reported that a part of the electrode was exposed. Hearing performance had reportedly decreased. The recipient was re-implanted on (B)(6) 2018. No infection was reported.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a cholesteatoma which leading to electrode lead extrusion into the external auditory canal. The lead was found near the tympanic membrane. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. During investigation the device operates within specification. This is a final report.

Event description:
Hearing performance with the device became progressively worse. It was initially reported that part of the electrode had migrated out of the cochlea. As per new information, the electrode array was fully inserted in the cochlea. However the electrode lead extruded to the external auditory canal. The recipient was re-implanted on (B)(6) 2018.